Event description:
In 2007, pt had all repair with arthrex bio-transfix screw. In 2008, pt returned for left knee arthroscopy with debridement and removal of foreign body. Fractured pin discovered during this process.